Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The error e117 occurs, if there is failure on the specific parts/unit. There was the possibility that the reported phenomenon was attributed to the temporary electrical contact failure related to the specific parts/unit.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that the e117 error which indicated the subject device malfunctioned was displayed when the subject device turned on during preparation for use. There was no report of patient injury associated with this event.